Manufacturer narrative:
Merge technical support remotely accessed the customer's server and found that the pdm (patient data module) was not connected. The customer was instructed to reconnect the cables to the device. Device labeling, hemo v9.40 user manual, addresses such an occurrence with statements such as, "inspect overall physical condition of the system components, peripherals, and interconnecting cables. Perform any corrective actions required."

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that during a stemi procedure (st elevation myocardial infarction) the pdm (patient data module) disconnected from the hemo monitor. Subsequently, the patient was moved to another lab onsite after sedation and active monitoring had been initiated. With merge hemo not capturing physiological data, there is a potential for incorrect treatment that could result in harm to the patient. The customer reported that procedure was completed successfully once the patient was moved. (B)(4).